Event description:
It was reported that the patient underwent a surgical procedure to repair an inguinal hernia caused by the balloon of this artificial urinary sphincter (aus). The balloon was removed and replaced with a new one. There were no additional patient complications reported.